Event description:
It was reported that during a lap chole procedure, the doctor had a post op leak. The patient returned for an ercp and stent. The surgeon indicated the clip fell out. No further details were provided. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the surgeon experience any problems with the device during the initial procedure? No. How many clips were placed? 3. Was the surgeon able to visualize proper clip formation prior to closure? Doesn't pre load. How many days or hours did the patient present with symptoms of a post operative leak? Unknown. Was a drain placed? Unknown. Were any scans taken that identified improper clip formation? If so, please describe the shape of the clip(s). Said clips fell off. What leads the surgeon to believe the clips fell off versus other factors that could have potentially led to the leak? Clip formation during surgery, not completely closed, ercp doctor opinion. Are any results from the ercp available or any other images that were taken? Unknown what is the patient's current status? Recovered. Is the patient expected to have a full recovery? Yes. Was this an emergency or planned cholecystectomy? Planned. Were there any patient factors that could have led to the leak? Unknown. How long has the surgeon been using this device? Since introduction of ligamax. Are you aware of the last time the surgeon was in-serviced on the device? Yes, a few weeks prior the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.